Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her prime history was incorrect; it showed that a fill cannula was completed the day of call, but not a fill tubing. The patient's blood glucose at the time of incident was 137 mg/dl. The customer confirmed that she changed her battery shortly before initiating the prime; however, she was unable to troubleshoot at the time. She was advised to call back in order to perform the self test and the displacement test, or to call back if the issue recurs. No products were shipped or returned.